Event description:
It was reported that the patient was hospitalized with convulsions, including severe tonic muscle contractions in the neck, arms and legs. The etiology of the event was reported as programming / stimulation related to the device. Reprogrammings were attempted on (B)(6) 2011 and every day. The patient outcome was reported as resolved without sequela as of (B)(6) 2011. It was also reported that the patient experienced a mild headache that was not related to the device or procedure. The patient's medication (dafalgan) was adjusted on (B)(6) 2011 and the patient outcome was reported as resolved without sequela as of (B)(6) 2011.

Event description:
Additional information received reported that the patient experienced an intermittent trembling sensation inside the head lasting for five seconds that was considered related to the programming and/or stimulation. The patient felt as if thoughts were blocked but then spontaneously moved on. The implantable neurostimulator was reprogrammed and the issue resolved without sequela on 2011-(B)(6). It was later reported that the patient intermittently felt physically and mentally bad lasting for 10 to 15 seconds initially 30 to 40 times a day. The event was considered related to the programming and/or stimulation. The issue resolved without sequela on 2011-(B)(6). It also was noted that the patient's convulsions might have been due to high settings, damage in the brain tissue and stimulation in the wrong area. A CT scan, laboratory tests and an eeg had been performed 2011-(B)(6) with normal results.

Manufacturer narrative:
Lead model 3391-28 lot# 0204530885 implanted (B)(6)-2011 explanted unk; lead model 3391-28 lot# 0204411838 implanted (B)(6)-2011 explanted unk; extension model 7482-95 (B)(4) implanted (B)(6)-2011 explanted unk; extension model 7482-95 (B)(4) implanted (B)(6)-2011 explanted unk; neurostimulator model 7428 (B)(4) implanted (B)(6)-2011 explanted unk.

Event description:
Additional information indicated that there was no serious adverse device effect. It was also reported that there were no diagnostic methods. It was stated that programming/stimulation was probably related to etiology, but it was not definite.

Manufacturer narrative:
Product ID: 3391-28, lot# 0204530885, product type: lead. Product ID: 7482-95, serial# (B)(4), product type: extension. Product ID: 3391-28, lot# 0204411838, product type: lead. Product ID: 7482-95, serial# (B)(4), product type: extension, product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator.

Event description:
It was later reported therapy was suspended on (B)(6), 2011. No further information was reported.

Event description:
Additional information reported there was a serious adverse device effect.

Event description:
Additional information received reported the patient was admitted to the hospital on (B)(6)-2011 and discharged 4 days later.

Manufacturer narrative:
(B)(4).